Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial number (B)(6) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Clinician said that the battery once again depleted very quickly. Patient is scheduled to have battery replaced and upgraded to percept rc on september 17.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient hadn't charged the ins in about a month. They may need to do a physician recharge mode session. The rep saw a red alert on the wr when trying to connect to the ins and that they could not connect to ins via the clinician application. Ts reviewed connecting the wireless recharger (wr) to the wr app on the tablet to determine the reason for the red alert and see which error code was showing. Ts reviewed that if the patient hadn't charged in some time, they might need to do a physician recharge mode (prm) session. Ts worked with them to activate physician recharge mode (prm) and reviewed to charge for 60 minutes, then tried to communicate to the ins with the clinician application. Additional information was received from the patient that about 2 hours after doing the physician recharge mode (prm), their patient programmer (pp) showed that the ins was depleted. Pss consulted with tech services and reviewed with the patient this could be normal due to the ins not being charged in so long, and it may take some time for the ins to get back to a stable recharging cycle. The patient could charge the implant and may want to check the ins charge level more often until the ins is stable.